Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed by inspection of received image of device. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted one of the condyles of the device fractured. The device is observed to be in 2 parts with biological matter around the posterior surface. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's right knee was revised due to the medial condyle of the femoral component breaking off. Visual inspection of the received image of the device noted one of the condyles of the device fractured. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient's right knee was revised due to the medial condyle of the femoral component breaking off. A cr femur and cs insert were revised to a ts femur and new insert. Rep confirmed that there are no allegations against the revised liner. Rep reported he can send an explant picture and also confirmed that no further information will be released.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to the medial condyle of the femoral component breaking off. A cr femur and cs insert were revised to a ts femur and new insert. Rep confirmed that there are no allegations against the revised liner. Rep reported he can send an explant picture and also confirmed that no further information will be released.